Event description:
It was reported that the patient presented after feeling the patient notifier. Interrogation revealed less than 180 ohms impedance. There were also multiple automatic mode switch episodes due to lead noise. Since the patient was asymptomatic, the physician elected to program the notifier off and check the patient again in a few months.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.